Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 41 mg/dl as well as high blood glucose level of 487 and 404 mg/dl. Customer was treated with food for low blood glucose level. Customer did not allege insulin pump for over delivering. The insulin pump will not be returned for analysis.